Manufacturer narrative:
Subject: consumer reporting incorrect procedure for qv sars otc, immersing the swab in liquid first, then swabbing the nose, no adverse reaction reported, inquiring if the test result would be accurate --tss advised kit performance could not be guaranteed. Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Investigation summary: in response to your complaint, we performed a search for similar complaints of the reported problem. No adverse trend was observed. Without product lot information, no further testing could be conducted. Although we were unable to duplicate your complaint, the information you provided has been documented and will continue to be monitored. Root cause: insufficient info.

Event description:
Consumer reporting incorrect procedure for qv sars otc, immersing the swab in liquid first, then swabbing the nose, no adverse reaction reported, inquiring if the test result would be accurate --tss advised kit performance could not be guaranteed.